Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed during the self test due to faulty remote frequency board. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the customer received a failed selftest alarm. Advised insulin pump would be replaced. No additional information was provided.